Event description:
The fse reported that the system was unable to make exposures. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.